Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported a severe eye irritation, and light sensitivity. Gp advised to stop using mask and prescribed eye drops and a cream.